Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that the battery compartment inside her infusion device appeared burnt and ashy and the battery cover appeared black and burnt. She stated that the display is blank and the device is beeping, but nothing appears on the display. She replaced the battery in the device, but the screen continued to be blank. She stated that she has experienced elevated blood glucose levels as high as 320 mg/dl. She does not know if her device is delivering insulin as expected because she cannot see what should be displayed. The patient thinks the battery may have had an electrical short and that could be causing insulin delivery issues. She stated that the device was consuming batteries rapidly. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.